Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device also had a cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads and cracked reservoir tube lip. No motor position encoder error alarm found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer stated that the device was not exposed to a magnetic field. Customer was able to complete rewind. Blood glucose value was 139 mg/dl. A motor position encoder error alarm was found in the alarm history. The insulin pump was replaced and returned for analysis.